Manufacturer narrative:
Findings: pump received with blank display due to broken solder joint. Unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify operating currents due to blank display. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and blank display. Customer's blood glucose at time of incident was 90 mg/dl. Customer stated the damaged occur when he tripped and fell and pump might have hit the ground. Customer was advised to insert new battery and display did not return. Customer was advised to remove battery for 10 minutes and clean contacts with alcohol wipes. Customer was advised insert new battery but display did not return. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are sending replacement pump.